Event description:
The clinician reports the implant was inserted (B)(6) 2018 in fdi 43. On (B)(6) 2018, non-osseointegration was verified. The device was forwarded to the manufacturer. At the event the patient experienced: pain, swelling and inflammation. No further patient complications were reported.